Event description:
It was reported that the right ventricular lead exhibited noise causing pacing inhibition. It was noted that there has been a placement of a new lead in 2017 that also had noise issues. The physician elected to remove both leads. The patient was in stable condition.

Manufacturer narrative:
The reported event of oversensing noise was not confirmed. As received, a complete lead was returned in two pieces. Visual and x-ray examination of the lead did not find any anomalies except for procedural damage. Electrical testing of the lead did not find any indication of conductor fractures or internal shorts. Destructive analysis of the lead did not find any anomalies.